Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the patient received 064 after a piece from the pump broke off the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, there was one call service 064-0001 alarm (occlusion during prime) observed in black box. Rewind, load and prime steps performed successfully. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.